Event description:
Novasure device did not pass the array position, used two different equipment unit. Both unit did not pass. So used different disposable kit and pass the test, and surgeon was able to complete the procedure. (B)(4).